Manufacturer narrative:
Two samples received in opened original packaging including cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps samples were functionally and visually inspected with the aid of a photomicroscope with various magnifications. They show surgery residuals. After cleaning, it was found that the tube is loose on both forceps which block the forceps from activating. The customer¿s complaint was confirmed. Glue residuals on the lose tube confirm that the gluing process has been performed. The assembly process of the instrument ensure a 100% control of the instrument in production. Additionally a final qc inspection is performed. This ensures that the instrument worked well after the production process. Root cause for the failure cannot be determined anymore, since the treatment of the instrument during use has a significant influence to glued interface. Root cause was unable to verify. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conform when leaving the production. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery the ophthalmic forceps were not opening. The procedure was completed by using other set of forceps. There was no harm to the patient.